Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The power-on self-test and the event history log review verified the alarm. The cause of the alarm was determined to be an out of calibration door. The door was recalibrated to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.